Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned..

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 443 mg/dl. The customer administered a bolus. During a system check with tandem technical support; the pump, cartridge, and infusion set functioned as expected. Reportedly, the customer described delivering a bolus after lunch; however, it was not confirmed in pump history. The customer believes the elevated bg level may have been due to not confirming delivery of a bolus.